Event description:
It was reported that during a rotator cuff repair case, the surgeon noted a hole on the side of the ablator tip from which flames came out; it appeared that an area on the tip had melted and the patient tissue was burned more than intended. The patient had a burn mark; the procedure was reported as completed successfully. Further information on the patient condition and any subsequent treatment was requested but not provided. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Additional information including patient condition was requested from the customer. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and evaluation was conducted. The complaint was confirmed; the probe was missing a portion of the powder-coating lateral and proximal to the electrode face. Melting was noted around the ceramic ring. The aspiration pathway was occluded. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is elevated temperature of the device due to occlusion. Occlusion may occur when the electrode face is not properly cleared during use or when of a large mass of tissue or eschar is aspirated. Operation of the device in this condition may lead to elevated temperature of the device and surrounding tissue. Per directions for use (B) (4) , to remove the film of eschar from the tip of the probe, rub the tip of the probe against an abrasive pad, and then against a wet gauze pad. To use the aspirating function, open the suction clamp fully prior to and during use. In addition, other potential cause(s) of unintentional injury to tissue include inadvertent user activation of the device during insertion/removal from the incision/joint space or removal of the device at excess temperatures, operation of the device at incorrect power settings, or operation of the device outside the field-of-view. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.